Event description:
It was reported that, during a shoulder arthroscopy, the "quantum 2 controller" showed an f4 fault. The procedure was successfully completed without significant delay using the same device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection observed a scratched bezel. Functional evaluation was performed and found the unit presents an f4 error on power up. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with an component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.